Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). The 2.5 x 38mm promus element plus mr stent delivery system was advanced, but was unable to cross the lesion. The device was removed and it was noted that the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). The 2.5 x 38mm promus element plus mr stent delivery system was advanced, but was unable to cross the lesion. The device was removed and it was noted that the stent struts were flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts on rows between 15 and 18 from the distal end of the stent were misaligned and some struts were bunched and raised up. The balloon and the tip section of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).